Manufacturer narrative:
Patient codes: device codes: internal file number - (B)(4). Correction: device was not available for evaluation. The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported undersized stent. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a lesion in the iliac artery. The absolute pro stent was deployed at the target lesion without difficulty; however, upon deployment, the stent appeared shorter than labeled length of 40mm. A 9.0 x 40 mm armada 35 dilatation catheter balloon was expanded at the deployed stent to perform routine post dilatation and the stent appeared to be 30 mm in length. The stent fully covered the target lesion and was fully expanded. No additional intervention was needed to treat the target lesion. No additional information was provided.